Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure while pulling the peg through the stomach, the pull wire broke in half outside the patient. Nothing fell inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.